Event description:
The customer reported the bronchovideoscope displayed a b30 scope communication error message. The issue occurred when preparing the device for use in a therapeutic bronchoscopy procedure. The procedure was delayed until the following week. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) the customer verified that the two communication cables were connected properly. Only the bronchovideoscope had the error so tac recommended sending the device for repair. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Evaluation found the identification chip had no data transmission, had a leak on the instrument channel forceps passage, bending section cover was stretched and had a crack, adhesive on the bending section cover was wet, light guide lens had fluid inside, control body had fluid, rainbow image due to fluid in the scope connector, failed electrical continuity due to shrink tube cut that was on the charged coupler device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that water invasion of the device led to damage of the image sensor unit which caused the event. The following is included in the device IFU: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.